Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-03484, 2134265-2016-03486, and 2134265-2016-03487. (B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina with myocardial infarction (mi) and was referred for cardiac catheterization. On the same day, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 90% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25x24mm promus element plus drug-eluting stent with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) artery with 95% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with direct stent placement using 3.00x20mm and 2.50x28mm promus element plus drug-eluting stents in an overlapping manner with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the ostial left main coronary artery (lmca) with 50% stenosis and was 4mm long with a reference vessel diameter of 2.5mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50x16.00mm promus element plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Seven days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died. The cause of death was unknown.